Event description:
The customer reported that during a hysterectomy, they felt no energy going to the device although an end tone, indicating a completed seal cycle, was heard. There was no pt injury.

Manufacturer narrative:
(B) (4). The site has indicated that the incident sample has been discarded. If add'l info pertinent to the incident is obtained, a f/u report will be submitted. See attached memorandum for add'l info.